Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the atrial lead exhibited noise which caused automatic mode switching episodes. Lead damage was suspected. There were no patient consequences to the patient due to the event. The physician elected to continue monitoring the patient.